Manufacturer narrative:
Follow-up #1 date of submission 03/04/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed within investigation. Review of the pump¿s black box revealed no abnormal behavior or evidence of an inaccurate delivery issue; the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. No power issues were observed during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 300 mg/dl with excess urination, extreme drowsiness, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. During trouble shooting, a reported change in stress level was determined to have contributed to the reported health event; the patient was referred to a healthcare provider for diabetes management. The reporter alleged an inaccurate delivery issue of unknown cause. This complaint is being reported because the reported health event was attributed to an alleged malfunction of unknown cause.